Event description:
No further event information available at the time of this report

Manufacturer narrative:
Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown. Root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason to remove taper cup prosthesis. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.